Event description:
During ligament repair surgery on right ankle, one of the prongs from the implanting suture anchor was noted to be missing by the surgical tech. Surgeon was notified and surgical site, field, and surrounding areas were searched. Images were taken and radiologist was notified to read images stat. Manufacturer response for arthrex fibertak suture anchor, fibertak suture anchor. (Per site reporter) unknown.